Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced symptoms described as "very unstable blood glucose" and was unable to self-treat. The customer had contact with both third-party and a healthcare professional (nurse) who provided insulin injection (unspecified dose) and blood pressure medication as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release . If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. The customer experienced symptoms described as "very unstable blood glucose" and was unable to self-treat. The customer had contact with both third-party and a healthcare professional (nurse) who provided insulin injection (unspecified dose) and blood pressure medication as treatment. There was no report of death or permanent impairment associated with this event.